Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was in 40¿s mg/dl. Customer¿s other blood glucose level was 291 mg/dl and 212 mg/dl. Customer was treated with food. Customer declined to troubleshooting for low blood glucose. The device will not be returned for analysis.